Event description:
Healthcare professional reported rupture against left side device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2022, with lot number 1832462. Visual analysis of the returned device identified, underweight, wear abrasion, crease fold and device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identify, crease sharp in the radius side with non-penetrating nicks around the opening and two openings striated in the anterior. Based on the device analysis, the final assessment is: a crease sharp opening on radius, due to a fold flaw opening. Non-penetrating nicks. Two striated openings in the anterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, rupture against left side device. Device has been explanted and replaced.